Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8, d9. Based on the results of the investigation, the phenomenon was not reproduced. However, because the cable covering was broken, it was determined to have likely been temporarily immersed in water inside the unit, resulting in poor communication, hence, the image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported a broken cable and no images with the hd camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. The reported problem of no image was not reproduced. Extensive damage to the device cable was discovered, including a lacerated cable unit protector and a crushed and cut cable unit. The reported failure and damage to the cable were likely the result of mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.